Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection of the product revealed an issue with the welding zone of the header. A leak test was performed on the dialysate side of the device, and a leak was found from a crack in the welding zone of the header. The welding parameters for the device were reviewed and found to be within specification. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly an external dialysis fluid leakage was observed from the polyflux 170 h dialyzer a few minutes after treatment start. The treatment was ended and restarted with a new filter. There was no patient injury or medical intervention associated with this event. No additional information is available.